Event description:
It was reported that the catheter was damaged. During retraction of the pta balloon dilatation catheter, the user felt discomfort, especially at the moment, the catheter went through the introducer sheath. The user believes the distal outer shaft of the catheter was already split while retracting it over the highly calcified iliac artery. No pt injury.

Manufacturer narrative:
The lot number for the device was provided. The lot met all release criteria, meaning that no issues were noted during the mfg process or qc inspection. This is the only complaint reported to date for this lot number. The complaint sample was returned for eval. The balloon catheter shaft contained extensive damage near the distal end of the catheter. This damage consists of drag markings on the shaft. Some of the drag markings are on the surface and others are deep drag marks where the shaft is opened, exposing the inner catheter underneath. In addition, the inner catheter is pulled out from the rest of the catheter. Based on the condition of the sample, it appears that the user encountered resistance either in the calcified region or in the sheath, which forced the user to push and pull on the device, causing the damage. Based on the sample condition, the complaint investigation is confirmed for damage caused by external forces; however, it is inconclusive for retraction issues due to poor sample condition. Based on the info available, it is likely that the damage on the catheter shaft occurred as the shaft was being retracted through the calcified artery and sheath. As the original introducer sheath was not returned, it is unk what type of sheath was used and how the sheath was designed. However, the definitive root cause for this event is unk. The current IFU (info for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.